Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr0572 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that the introducer needle leaked air during operations. The procedure was done normally after the introducer needle was replaced. No other information was provided.